Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their pump went into warm up and did not give a warning first. Customer also reported that their insulin pump was vibrating randomly. No additional information was provided.